Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that support received information indicating that several cartridges from the same box were unable to twist properly into place with the connectors during training and subsequent supply changes. The reporter indicated that multiple connectors were tested and none would engage correctly with certain cartridges; however, when the cartridge was switched out, all previously used connectors functioned as expected. This issue recurred on multiple occasions, and the customer confirmed that blood glucose levels were not affected. The customer no longer had the faulty cartridges but planned to provide the lot number, identified as 30310, and was advised to retain any future problematic cartridges for review. Replacement cartridges were arranged to be sent. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.